Event description:
In the open achille's heel tendon reattachment, sugeon was inserting anchor and it broke off at the eyelet, it was removed successfully, without difficulty and was discarded. When surgeon inserted the 2nd one the handle was failing (handle was turning, but the anchor not), he pulled it out and did not use. The surgery was completed with a different procedure. These products were being used in an evaluation. There were no reported injury or delay with this event.

Manufacturer narrative:
Each production lot conmed linvatec biomaterials produces is released based on the mechanical test results and dimensional measurement data. Mechanical lot release test results of lot s0002237 were in the normal, acceptable level and there were no deviations on the in-process dimensional measurements. This is the first complaint referring to this lot. In the IFU it is stated that "the duet suture anchor is indicated for use in arthroscopic or open surgical procedures to reattach soft tissue to bone. It is indicated for rotator cuff repair." In this procedure, anchor was used in achille's heel tendon reattachment, which is against its approved indication.